Event description:
Pt had a subchondroplasty procedure (B)(6) 2017 with zimmer-biomet accufil cement placed in medial femoral condyle and medial tibial plateau under fluoroscopic guidance, along with arthroscopy appeared to be healing well initially, approx 2.5 wks post op medial hole wound for medial femoral condyle dehisced and began draining. Multiple surgical washouts, vacuum dressing, plastic surgery intervention, revision debridement and irrigation and revision closure over drains, wound care, etc., have been required to try to get wound to close. During course of this, it did become super-infected requiring treatment with IV antibiotics via PICC line. Pt has been in and out of the hospital. All of this has also exacerbated underlying mental health problems including anxiety and depression needing psychiatric care. Treatment of microtrabecular stress fractures.